Event description:
Blood tubing from hospira plum y-type blood set list number 14212-28, lot number 08142 5 h is leaking blood above the connection site. This is the third different lot number we have had this issue with. Hospira responded well with the first lot number issue, but we have not heard much from them on the outcomes and it keeps happening.